Event description:
The customer reported that following ptca/stent procedures in 2000, a vasoseal es was deployed. The actual deployment went well, however, during the two week follow-up a small pseudoaneurysm was noted. The pt was treated with ultrasound guided compression. No further complications were reported.